Event description:
It was reported that the patient had their device explanted after one week of implant. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4) implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 389033, lot# j0424859v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925. Serial# (B)(4) implanted: (B)(6) 2004, product type: extension.